Manufacturer narrative:
OEM manufacturer: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec v/nv 20dp 50pk would not prime the albumin due to fluid blockage/occlusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "complaint is that the tubing would not allow the medication to prime. Rn had to waste; once stopcock used at end with syringe, could pull the medication through. Concern regarding why it would not work and didn¿t use. No patient harm. Fluid trying to prime: albumin."

Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Set was hung from an IV bag and successfully primed using gravity. The customer complaint that the tubing would not allow the medication to prime could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the sec v/nv 20dp 50pk would not prime the albumin due to fluid blockage/occlusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "complaint is that the tubing would not allow the medication to prime. Rn had to waste; once stopcock used at end with syringe, could pull the medication through. Concern regarding why it would not work and didn¿t use. No patient harm. Fluid trying to prime: albumin."